Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a week due to a diabetic ketoacidosis. She did not receive a no delivery alarm. Customer's blood glucose level was 670 mg/dl. The device was not returned.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. No unexpected no delivery alarms noted. Unit received with no delivery alarm functioning properly. Unit received with corroded battery tube, cracked battery tube threads, cracked lcd window, minor scratches on case, cracked reservoir tube lip, cracked belt clip slot, minor scratches on reservoir tube window and minor scratches on lcd window.